Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the battery cap was loose and that there was a crack on the side of the insulin pump and on the side of the battery compartment. She reported that she was unable to open the battery compartment because the cap became stripped. The blood glucose reading was 260 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.